Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received a letter from an attorney that the customer sustained injuries arising out of an incident that occurred when the wheelchair allegedly malfunctioned.